Event description:
Noted that the medtronic minimed 780g pump alerted to "no insulin delivery". It appeared this was a problem not with the pump itself but the peripherals associated with the pump. Manufacturing of the pump reservoirs and the pump insertion sets appear cheaper manufactured in quality. When priming the pump not connected to the body, it notes "insulin flow blocked using a new reservoir and insertion sets. When trying to prime the insertion set and reservoir apart from the pump, both items are blocked, so even direct hard forces manually will not even allow air to flow through the peripheral devices. The consumer support line claims they are overwhelmed and cannot help unless you wait on the line. Sometimes they call back 5 to 7 hours later, sometimes not at all. The call center representatives are mostly non-english-speaking personnel and read from cue cards. Almost impossible to understand. They don't understand the pump or its peripherals and are not medical personnel. When they can't fix the problem after eventually reaching them, they tell you someone else will call back. Didn't happen. This help number is (B)(6). Minimed eventually blamed the problem on the pump and sent a replacement pump which didn't help. During the transition, I was left with no pump and had to revert to multiple daily needle sticks. As a result, multiple high and low blood sugars reaching as high as over 400 and lows as low as 50. After testing, they noted all peripherals were in fact bad and not to use them anymore. They noted they would send "special" peripherals. These worked no better. Insulin flow blocked and each infusion set paired with a new reservoir would still not allow manual or pump infusion. I contacted minimed to provide documentation and request help and after a week have received no response. They apparently don't care their devices are not working. This is an extreme danger to patients and users of the 780g and all insulin pumps using their newly manufactured peripherals. Testing with representatives of minimed from the noted date to present no insulin flow is allowed through two different 780g pumps. Pt code: 4582. Device code: 3016. Ref report: mw5184071.